Event description:
It was reported that, during a hysterectomy procedure, the tip of the needle broke while closing the fascia. The size of the broken fragment was 0.5 - 1 mm. The doctor searched for the fragment, and thought that it had been located and removed from the patient during the procedure. An x-ray, taken post op, revealed that the needle tip still remained in the patient. The hospital is considering a surgical retrieval.